Event description:
Procedure: hernia. When the surgeon inserted the camera he could see shavings of plastic in the surgical area. The surgeon removed the trocar and inserted a new one and was able to finish the case without incident or injury.